Manufacturer narrative:
Method: no testing performed is selected since there is limited information available to conduct testing. Manufacturer is trying to obtain further information. Appropriate code will be sleected inthe follow up report after the availability of more information. Not yet returned to the manufacturer.

Event description:
The manufacturer was notified on 26 sep 2016 that a mitroflow valve dla19 has been explanted after around two years from implant, the patient is a young woman. The device was replaced with crown size 19. No further information provided.

Manufacturer narrative:
Attempts were made for additional information including return of device and the device serial number; however, the physician was unwilling to provide more information so no conclusion can be drawn.